Event description:
It was reported that following an implant procedure while the physician was closing the incision, the patient stopped breathing and absence of pulse noted. Anesthesia quickly got the patient turned over and began doing chest compressions. The patient woke back up briefly and was sent to the hospital for overnight evaluation. No current issues with the implanted device.

Event description:
It was reported that following an implant procedure while the physician was closing the incision, the patient stopped breathing and absence of pulse noted. Anesthesia quickly got the patient turned over and began doing chest compressions. The patient woke back up briefly and was sent to the hospital for overnight evaluation. No current issues with the implanted device. Additional information was received that the patient was doing well with good coverage.